Manufacturer narrative:
The field service engineer (fse) confirmed a diluent leaked at the back of the instrument and observed a tube from a check valve, at the rear of fitting #119, was disconnected. The fse replaced the tubing and resolved the fluid leak issue. In addition, the fse reported latron control failure along with flow cell clog error messages when running unclog functions. The fse cleared all ports on the retic/differential waste chamber, vc26, flushed the waste line from the flow cell to the waste chamber vc26. The fse replaced the sluggish actuator and broken pinch valve at vl55 and replaced the lower sheath restrictor line. No further error messages were observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The affiliate reported the customer alleged several milliliters of fluid leaked outside the coulter lh 750 hematology analyzer and obtained sheath tank not full system errors prior to the fluid leak. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.